Event description:
It was reported that the pump battery was incorrectly displayed, resulting in the pump shutting off. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.